Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 27 mg/dl. The reporter stated that emergency medical services were summoned and provided treatment to the patient in the form of glucose tablets/glucose gel. The reporter did not make any allegation of a pump malfunction. Troubleshooting by animas customer support was not able to be performed; the customer was not available to complete troubleshooting. Animas customer support followed up with the patient on (B)(6) 2017; the patient refused to participate in troubleshooting on the pump and requested animas customer support not contact them again in follow up on this incident. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy with an unknown cause.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.